Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: occlusion resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported that a perforation / dissection occurred with the use of another device which required treatment with a graftmaster stent; however, the graftmaster stent caused an occlusion of the pl branch. Occluded side branch. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the instructions for use for the jostent graftmaster lists the following under the potential adverse events. Section: total occlusion of coronary artery. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and patient in-formation and the lack of device investigation.